Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp, to fix these issues the fse replaced the defective motor control board and calibrated the motor speed. The fse then performed a pneumatic and electrical safety tests to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had generated electrical test fails # 50 upon power up. There was no patient involvement; thus no adverse event was reported.